Manufacturer narrative:
The device was not returned for evaluation. Root cause is unable to be determined.

Event description:
It was reported via a clinical study that one femur had a small amount of junctional lysis. It was noted that these are radiographic findings only and not clinical. No revision information was provided. No patient injury was reported.